Manufacturer narrative:
(B)(4). Voluntary medwatch number: 5064689. Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast-cath hemostasis introducer instructions for use (IFU) cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the sideports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli. The fast-cath hemostasis introducer instructions for use (IFU) cautions the user to not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine cause. The fast-cath hemostasis introducer instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
Upon removal of the 6f fast-cath hemostasis introducer from the femoral vein, the sheath portion detached from the hub and remained in the patient. Fluoroscopy revealed sheath migration. Removal of the sheath was performed successfully.